Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not alarming. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition. Functional testing found the unit did not alarm on over temperature. Complaint was confirmed. Root cause was attributed to the over temperature potentiometer being out of calibration. What caused this to occur was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Calibrated the over temperature potentiometer. Device passed functional testing after the completed repairs.